Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 29mm sapien 3 valve in the aortic position via transfemoral approach, the commander delivery system was not able to pass significant calcification in the cia. During withdraw of the devices as a unit, damage to the artery occurred. A koda balloon and pressure was controlling the injury, and a femoral cut-down was also performed. However, the patient initially lost a significant amount blood and developed pea, requiring full resuscitation as the hypovolemia was being treated. The patient did not recover and expired. There was no valve implanted.

Manufacturer narrative:
Reference CAPA-(B)(4).